Event description:
A lead extraction procedure commenced to remove two right atrial (ra) and two left ventricular (lv) leads due to fracture. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. While opening of the pocket, one of the ra leads started to come apart, but did not cut to maintain its structure. Beginning with a spectranetics 14f glidelight laser sheath, the two lv leads, and one ra lead were removed successfully. During extraction of the last ra lead, when the glidelight was being used as a mechanical sheath, it was noticed that the tip was bent. However, extraction continued but the lead broke, and the lld, along with a portion of the lead were removed. The glidelight was removed from the body, and the blood pressure dropped. Rescue efforts began, including rescue balloon, sternotomy, and cell saver. After some time, a perforation in the subclavian vein was discovered, which was originally thought to have been in the superior vena cava (svc). The patient was transferred to the operating room, repair was completed, and the patient stabilized; unfortunately, did not survive the procedure. This report captures the glidelight in use when the subclavian perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of the glidelight device in use during the procedure.

Manufacturer narrative:
A2) patient date of birth - not available from facility. A3b) patient gender - not available from facility. D4) device serial number - not available from facility. H3) the glidelight was discarded, thus no returned product investigation was performed. H6) perforation of vessels and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.